Event description:
Following the pfa procedure, a small bleed was noted from the right femoral access site after mobilizing. Digital pressure was applied for 15 minutes. The bleeding recurred after mobilizing a second time. Femostop was applied and the patient was admitted for overnight monitoring.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6 the results of the investigation are inconclusive since the device was not returned for analysis. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.